Event description:
Rptr alleges plaintiff developed injuries which included a disease or disorder, including capsular contracture, severe breast pain, development of breast lumps, severe calcification, suspected implant rupture, development of silicone leakage and extensive cosmetic damage.